Event description:
Reporter indicated that the site was not able to establish communication with the pt's generator. As there is evidence that the device is not at end of service, there may be an issue with the site's programming wand. All attempts for further info have been unsuccessful to date.